Manufacturer narrative:
The gear pump head was replaced end of july 2023. The cleaning process of the gear pump head was performed mid of august 2023. According to the data, no calibration failure or pressure abnormality of the gear pump head. The investigation did not identify a product problem. The cause of the event could not be determined. No further events were reported.

Event description:
We received an allegation about discrepant results for 6 patients' samples tested with iron gen.2 (iron2) assay on a cobas pure c303 analytical unit (pure 1) when compared to a different cobas pure c303 analytical unit (pure 2) and to an integra 400 plus analyzer at a different laboratory. Sample 1 (patient 1): initial result: 1.45 umol/l. 1st repeat result: 5.0 umol/l (integra 400). Sample 2 (patient 2): initial result: -0.039 umol/l. 1st rerun result: 0.63 umol/l. 2nd repeat result: 2.94 umol/l (pure 2). 3rd repeat result: 3.1 umol/l (integra 400). Sample 3 (patient 3): initial result: 1.64 umol/l. 1st repeat result: 4.9 umol/l (integra 400). Sample 4 (patient 4): initial result: 1.87 umol/l. 1st repeat result: 3.2 umol/l (integra 400). Sample 5 (patient 5): initial result: 2.49 umol/l. 1st repeat result: 5.0 umol/l (integra 400). Sample 6 (patient 6): initial result: 1.48 umol/l. 1st repeat result: 4.3 umol/l (integra 400). The customer noticed that some of the results were generated in the negative (with minus sign) and that the rest of the results did not match the patients' medical history. And therefore, no questionable results were reported outside the laboratory and the samples were repeated. The repeat results on pure 2 and on integra 400 plus analyzers were deemed to be correct.

Manufacturer narrative:
The iron2 reagent lot number and expiration date were not provided. Calibration and qc were performed on the week of the event and they were acceptable. Investigation is ongoing.